Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin therapy. On (B)(6) 2025, the customer went to the emergency room (ER) with a blood glucose (bg) level of 300 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by manual insulin injection. Customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2025 with no permanent damage. The customer continued to use the pump for insulin therapy.